Event description:
During cardiac catheterization, guide wire was fractured and unable to be retrieved from the small branch of the distal obtuse marginal (om) chronic total occlusion (cto). What was the original intended procedure?: impella cp percutaneous lvad insertion and removal. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working).